Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump emitted a call service 064 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings:. The pump was exercised for 24 hours with no issues observed. The keypad was cut and torn on the up button. A call service 064 alarm was not observed in the black box and alarm history. The pump information from the date of the pi had been overwritten. The rewind, load and prime steps were performed successfully. The display screen was dim and discolored. The battery compartment was found to be cracked. The keypad buttons were intermittently unresponsive. Contamination was found on the button contacts.